Manufacturer narrative:
Product ID neu_ins_stimulator serial#: unknown, implanted: (B)(6) 2017, product type implantable neurostimulator, other applicable components are: product ID 3708640, serial#: (B)(4) implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient¿s ins was replaced due to normal depletion rate, but the patient¿s target symptoms worsened about 4-6 months prior to this report. The patient had a harder time doing things and their family had to ¿line [them] up¿ more. The patient was not as ¿controlled¿ as before. Prior to the replacement procedure, there were high impedances between 10,424 and 40,000 ohms on allcontacts except case and zero. During the surgery, the ins was changed, and the impedances normalized except for contact two, which had an impedance reading of 36,000+ ohms on all related pairs. The extension was replaced, and all high impedances were resolved. It was noted the patient would be following up with their hcp to make sure therapy was controlling their symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
No additional information was received.